Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the right ventricular channel. When the patient was seen in the clinic, the daily impedance had dropped back into range. The measurements could not be reproduced. Patient will continue to be monitored.